Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working. Customer stated the battery was replaced but it went completely dead. Blood glucose was 283 mg/dl and customer was at the hospital. No details were provided as what caused the hospitalization and if customer was wearing the device at the time of admission. During troubleshooting, the battery cap was re-attached and it the display returned . The insulin pump was not replaced or returned for analysis.